Event description:
Pt experienced fever, dyspnea and "embolic events". The valve was explanted due to endocarditis and regurgitation from paravalvular leak and abcess formation "under the sewig ring". Despite abcess presence, cultures were negative.